Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the impedance measurements and capture thresholds had increased. The physician elected to not intervene at this time.